Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6).

Event description:
The customer reported an error occurred (residual liquid detected in cuvette in different positions) while processing samples on the alinity c processing module. A cuvette wash procedure was not performed as instructed by customer support. The customer proceeded to process samples generating many incorrect results. The following results were provided from (B)(6) 2025: sid (B)(6) potassium = 9.959 / 4.8; sodium = >200 / >200 / 145 / 143. Sid (B)(6) calcium = 4.55 / 2.4; sodium = >200 / 143. Sid (B)(6) sodium = 193.2 / 142. Sid (B)(6) sodium = 198 / 144; calcium = 5.3 / 2.4 mmol/l. Sid (B)(6) potassium = 8.076 / 3.9; sodium = >200 / 145. Sid (B)(6) potassium = 7.568 / 4.8; sodium = >200 / 143. Sid (B)(6) sodium = 183.7 / 139. Sid (B)(6) potassium =>10 / 4.6. Sid (B)(6) potassium = >10 / 4.6; sodium = >200 / 138. Sid (B)(6) sodium = >200 / 144. Sid (B)(6) sodium = >200 / 134. Sid (B)(6) sodium = >200 / 147. Sid (B)(6) sodium = >200 / 139; calcium = >6 / 2.6 mmol/l. Sid (B)(6) sodium = >200 / 144. Sid (B)(6) sodium = >200 / 144. No impact to patient management was reported.

Event description:
The customer reported an error occurred (residual liquid detected in cuvette in different positions) while processing samples on the alinity c processing module. A cuvette wash procedure was not performed as instructed by customer support. The customer proceeded to process samples generating many incorrect results. The following results were provided from (B)(6) 2025: sid (B)(6) potassium = 9.959 / 4.8; sodium = >200 / >200 / 145 / 143. Sid (B)(6) calcium = 4.55 / 2.4; sodium = >200 / 143. Sid (B)(6) sodium = 193.2 / 142. Sid (B)(6) sodium = 198 / 144; calcium = 5.3 / 2.4 mmol/l. Sid (B)(6) potassium = 8.076 / 3.9; sodium = >200 / 145. Sid (B)(6) potassium = 7.568 / 4.8; sodium = >200 / 143. Sid (B)(6) sodium = 183.7 / 139. Sid (B)(6) potassium =>10 / 4.6. Sid (B)(6) potassium = >10 / 4.6; sodium = >200 / 138. Sid (B)(6) sodium = >200 / 144. Sid (B)(6) sodium = >200 / 134. Sid (B)(6) sodium = >200 / 147. Sid (B)(6) sodium = >200 / 139 ; calcium = >6 / 2.6 mmol/l. Sid (B)(6) sodium = >200 / 144. Sid (B)(6) sodium = >200 / 144. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting performed by the customer included cuvette dry tip replacement which was determined to be the likely cause. The customer confirmed there has not been any further issues since this troubleshooting was completed. A review of tickets identified no contributing factors to this complaint. A trend review found no trends requiring further investigation. A review of historical data with this complaint revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.